Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device error logs confirmed a charging error related to device operation in a temperature outside of device specification. However, the reported complaint could not be reproduced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).